Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received via a healthcare provider. The patient¿s weight at the time of the pump moving and unable to locate the septum for refill was provided. An x-ray was performed as planned regarding the pump. It was noted that there were no ext ernal/environmental/patient factors that may have caused or contributed to pump moving and unable to locate the septum to their knowledge. It was further noted they were not sure of the cause of the issue/pump moving and having been unable to locate the septum. The physician had flipped it manually and accessed without further problem. It was indicated that the pump moving and having been unable to be locate the septum was resolved and the pump was able to be refilled. Regarding the current status of the device, the patient was referred to a hospital to fix it.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare professional (hcp). It was reported that the patient went to the hospital to have the pump tied down. It was reported that the pump would be replaced in the future. No further complications were reported.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) regarding a patient who was receiving baclofen with concentration 2000 mcg/ml at a dose rate of 440 mcg/day via an implantable pump for intractable spasticity. It was reported they were having trouble accessing the septum to refill the pump. They were unable to locate the septum. Only metal was felt on insertion. It was noted that the template and the appropriate refill kit/needle was being used. It was indicated that they had never had this problem before, but the patient had gained a significant amount of weight and had adipose tissue around the pump. A potential depth issue was indicated. The pump was indicated as is/was moving. It was unknown if the pump was flipped. They planned to take an x-ray to try to determine if the pump had flipped. It was further noted the pharmacist had ordered the wrong concentration of drug and they only had 1000 mcg/ml baclofen available on (B)(6) 2019. It was reviewed at the time of the report that a bridge bolus should be programmed if they were able to fill the pump on (B)(6) 2019. No patient symptom was reported. No further patient complications have been reported as a result of this event.